Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Inspection and testing did not confirm the reported event. Noise on the image was not reproduced. During inspection and testing, service found that angulation in the up direction was out of specification due to a worn angle wire, the insertion quantity was out of standards due to the channel tube being crumpled, the channel tube was leaking due to perforation, there were black spots in the image, there was a gap in the adhesive of the bending section, and the electrical connector and electronic part of the ultrasonic connector were corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the scope generated noise in the image which prevented the subject from being recognized. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, the information was not known.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced. It was possible that noise may have occurred due to air leak in the connector identified as "el connector" and corrosion on the electronic part of ultrasonic connector causing contact failure. Olympus will continue to monitor field performance for this device.